Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient to be able to feel the device working at a certain time every night for approximately four minutes and that the device also vibrates in the stomach. The patient also reported that device programming was completed a while ago and was told that the vibration should subside. The device remains in use. No patient complications have been reported as a result of this event.